Manufacturer narrative:
Visual inspection of the returned device found it was receive undeployed with the anchor broke off, the snare lines broken and non-clinical suture returned. Functional testing could not be performed as the speedscrew is a single use device. The complaint was verified, but the root cause for the broken s-coupling material could not be determined with confidence. Factors unrelated to the manufacturing or design of the device that could have contributed to the reported event include misalignment of the implant and inserter handle with the bone hole during insertion or levering the inserter handle prior to, during or after insertion. The instruction for use (IFU) outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications during manufacturing record review that would suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the anchor broke off inside the surgical site. The broken piece(s) were unable to be retrieved. Procedure delayed more than 30 minutes. No patient injury or other complications reported.